Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval. But has not yet received it. If the meter is returned, lifescan will evaluate if and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) in 2007, alleging the one touch ultra meter would not power on. The pt reported that she was feeling shaky and had a headache approx one month ago. She took advil for the headache and orange juice for the shakiness. She felt better after treatment. The pt could not remember how long she was unable to test prior to having symptoms. The pt reportedly take metformin 1000 mg/twice daily, as a set amount. The pt denied receiving medical attention following use of the meter. The pt stated she would have called her physician for advice if she knew her blood glucose levels were low. This complaint is being reported, as the meter issue was not resolved, and the pt alleged low blood glucose symptoms while unable to test, for which she self-treated. Replacement products have been sent.